Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. The customer's blood glucose level was 106 (mg/dl). The customer confirmed that the pump was able to be charged with a different usb cable.